Manufacturer narrative:
Concomitant medical products: 419488 lead, 507645 lead, implanted (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited undersensing on stored ventricular fibrillation (vf) episodes. This appeared to delay therapy during vf. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that no intervention was done as the patient opted to leave against medical advice.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the rv lead continued to exhibit undersensing. Oversensing was also noted on the electrocardiograms.